Event description:
It was reported that the patient had problems since the day the device was implanted. It was noted that the implantable neurostimulator (ins) was turned off. It was noted that the device would not work. It was further noted that the patient saw ¿4 different tech that try to fix it.¿ it was noted while in surgery the patient could feel stimulation in her leg but could not feel stimulation in her back and then they ¿closed her up.¿ it was noted that the patient reported no stimulation sensation. It was noted that the patient reported that something was not in the right place and never gave her relief in the right place and never gave relief in the lower back where she needed it. It was noted that the patient was throwing 2-3 kidney stones a month. It was noted that the only way that the patient could feel it was to arch her back and throw her chest down. It was noted that the patient never had therapeutic effect. It was noted that the patient was very frustrated with the whole thing. It was noted that the patient was having more test run and several more back surgeries. It was noted that whoever did the next back surgery would remove the ins because the patient did not want a separate surgery.

Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient stated that she was having the ins removed on (B)(6) 2013. The patient stated again that she was woken up during surgery and asked if she felt stimulation in the leg and back and the patient stated that she did not feel it in her back. It was noted that at the point "they" said "sounds good close her up." It was noted that the patient stated that she had no proof that this happened. It was further noted that the patient stated that analysis would not find anything wrong with the device and that it was the placement of the lead that was the problem. Additional information received reported that the patient was going to have her device explanted and wanted to know who was going to pay for the surgery. Additional information received reported that the event was attributed to the lead. It was noted that the issue was unknown, if the event was due to the ins. It was further noted that the issue was unknown, if the issue was due to the lead and or extension. It was noted that surgical intervention had occurred and that the device was explanted. It was noted that removal occurred on (B)(6) 2013. It was noted that signs and symptoms associated with the reportable event included inadequate coverage. It was noted that the patient did not require hospitalization due to the event and that the patient outcome was no injury.

Event description:
Additional information received reported that the cause of the event was inadequate stimulation. It was noted that surgical intervention had occurred and that explant occurred on (B)(6) 2013. It was noted that it was unknown if the patient required hospitalization. It was noted that the patient outcome was no injury.